Event description:
It was reported that after a first supply change and announcing a meal, blood glucose continued to rise for several hours while using an ilet system with a 6 mm infusion set; the user verified no alarms and visual inspection showed no kinks or moisture at the site, and customer care advised a site change to ensure insulin absorption. Symptoms included hyperglycemia without reported physical complaints. Outcomes included user education and troubleshooting with a plan for site change and no medical intervention or hospitalization. Investigation included user interview, alarm verification, and visual inspection of the infusion set and tubing. Investigation of this case revealed no confirmed device malfunction, with inadequate insulin delivery from the infusion site remaining possible though unconfirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.